Event description:
While troubleshooting for an unrelated issue, the patient noted that the time was 12 hours off. She stated that the time was set to pm instead of am. The patient confirmed that the time and date had been correct with the last battery change, and stated she did not change the time and was not sure how the time ended up being 12 hours off. The was no reported patient impact as a result of the reported issue. This complaint is being reported because the time being off by 12 hours can affect basal rate delivery.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.